Event description:
It was reported that a transient ischemic attack (tia) occurred. A 25mm lotus edge valve was implanted. Approximately 20 hours post implant procedure the patient experienced a tia. Follow-up computed tomographic angiography revealed no neurological changes from baseline with no treatment administered. The condition has resolved.